Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch surestep meter had read inaccurately high and displayed the message "hi". According to the owner's manual, a result of "hi" indicates a blood glucose level exceeding "500 mg/dl." The patient indicated that the alleged meter issue started on two days earlier, at an unspecified time during the morning. The pt reportedly obtained a result of "hi" on the meter. The pt took 50 units of "r" insulin at an unespecified time. An unk time later, the patient developed symptoms of fatigue, shakiness, and weakness. The patient administered self-care by eating a pancake. She retested on a friend's meter and got a result of "260-300 mg/dl." It would have been helpful to know the following information: the patient's testing frequency, her normal/expected blood glucose levels, her medication and diabetes management regimes, if the patient takes her insulin on a sliding-scale based on the meter readings, and what time she retested on her friend's meter. In addition, it would habe been helpful to know what time the insulin was taken, when the symptoms developed, if she tested her blood glucose with the reported meter during and after the time she had symptoms. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly took an increased dose of insulin after obtaining a "hi" result on the meter and later developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.